Event description:
It was reported that while using bd vacutainer® k3e 5.4mg plus blood collection tubes the tubes under filled. There was no reported patient impact. The following information was provided by the initial reporter, translated from french to english: the emergency department reports problems with the use of edta k3 (purple) tubes, part no. 368856, lot no. 0248546. Several tubes in this lot do not fill when used. I do not have the exact number of defective tubes but according to the service it would be > 15.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-04. Investigation summary: bd received 14 samples from the customer for investigation. All samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® k3e 5.4mg plus blood collection tubes the tubes under filled. There was no reported patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the emergency department reports problems with the use of edta k3 (purple) tubes, part no. 368856, lot no. 0248546. Several tubes in this lot do not fill when used. I do not have the exact number of defective tubes but according to the service it would be > 15.